Event description:
The sales rep, has reported on behalf of the customer, that the set screw allegedly got jammed in the nail and couldn't lock against the sliding part of the lag screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: product inquiry stated the long nail kit r2.0, ti, left gamma3 ø11x360mm x 125° to be the subject product. No further associated products were reported. The reported nail kit was not available for evaluation; according to information in product return child the item is not available for evaluation as ¿the item is lost.¿ no deviations were found during the review of the manufacturing documents (DHR). The long nail kit was documented as faultless prior to distribution. A physical examination of the set screw could not be carried out as it was not received at stryker kiel. The reported event (¿¿set screw allegedly got jammed in the nail and couldn't lock¿¿) could not be confirmed due to missing item respectively due to outstanding medical records. Although requested several times no further information has been provided until date. Based on the information given the exact root cause could not be determined. With available information no technical and no medical statement was possible. The file will be closed formally and will be reopened when substantive information or the item(s) become available. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
The sales rep, has reported on behalf of the customer, that the set screw allegedly got jammed in the nail and couldn't lock against the sliding part of the lag screw.